Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem user guide states, "keep the transmitter and the pump within 20 feet of each other without obstruction.¿

Event description:
It was reported that the transmitter lost connection with the pump for greater than 1 hour. In addition, it was reported that the customer received an invalid transmitter ID alert. Despite multiple attempts, a sensor session was unable to be started. Reportedly, there was obstruction between the pump and the transmitter. No additional patient or event information was available.